Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. It was reported that a pediatric patient was using an adult receiver. No additional patient or event information is available. No data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A receiver charge test was performed and the receiver passed. Global receiver functional test was performed and the receiver passed. A pairing/calibration and performance test was performed and the receiver passed. The receiver log was available for review and the receiver failed as the logs showed a loss of connection gap associated with the complaint. The allegation could not be reproduced during the product investigation. The customer complaint of loss of connection was confirmed. The root cause could not be determined. Labeling states: the dexcom cgm system is not approved for use in children or adolescents, pregnant women or persons on dialysis.